Event description:
It was reported that the atrial output would not adjust above 9 milliamperes (ma) on the external pulse generator (epg). The biomedical engineer believed that it was the potentiometer (atrial output dial) because it was not emitting the audible "clicking" sound that it normally does when it is turned. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).